Event description:
Pt leaned upon siderail and rail fell. Pt landed on floor. Abrasion/laceration to forehead and left elbow. Right tip front tooth broke off. After fall from bed pt's right wrist still restrained to bed. Daughter was standing next to pt when this happened.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: manufacturer. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service, user education provided. The device was not destroyed/disposed of.